Event description:
The facility reports while transferring the pt from the bed to the wheelchair wi th three carers in attendance, the sling was applied and the pt was lifted four inches up from the bed. The brakes of the lift were released and the lifter was pulled away from the bed and angled outwards to the room with the pt in the recumbent position. Because of space constraints within the room, it became necessary to reposition the hanger bar and pt in order to ease the transfer. As this repositioning was being carried out and the pt place in a sitting position, the pt slipped out of the sling and onto the flor, incurring some brusing and a cut above their left ear and temple. Pt was trated and sent via ambulance to hosp. Pt remains in the hosp as of a week later.